Event description:
It was reported that the device malfunctioned, resulting in pain for the patient. No further information received. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.